Event description:
It was reported that a catheter model m3716hs was inserted via ij route. It was stated that there was difficulty removing the guidewire. Upon x-ray it was observed that the outer coil of wire had unwound between the ij and ra. The catheter was removed leaving wire insitu and the core wire had snapped. Intervention was required to remove distal portion of guidewire from pt.